Event description:
This report was received from an eye surgery center calling for info concerning infections occurring with intraocular lens implants with the model 920 uv-absorbing silicone foldable lens. A physician has had three occurrences of endophthalmitis associated with this model intraocular lens within the past two months. This particular woman had a phaco, clear corneal, cataract extraction, right eye 7/23/97. Subsequently, she developed endophthalmitis (date unk). She was treated pre and post operatively with tobrex drops. This man was sent to a retinal specialist. The eye surgery center has conducted an internal investigation to determine a cause, however, no source of the infection could be found. A MFR review of the batch records did not reveal any discrepancies. All acceptance and release criteria were met. No further information is expected.